Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the entire scs system was explanted to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Patient declined reprogramming and any other options. As such, surgical intervention may take place at a later date to address the issue.